Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. The pump powered up properly after battery installation. The pump was received with the operating currents within specification. However, the pump was received with a corroded battery tube. No battery out limit alarms were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The pump was received with a missing end cap sticker, a broken reservoir tube lip, broken battery tube threads, a stained address serial label and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a failed battery test alarm but was not able to clear due to buttons not responding. Customer's blood glucose was 513 mg/dl and was treated with manual injection. Caller reported that customer had high blood glucose due to playing football. Caller was advised that insulin pump would be replaced.